Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately six weeks post implant no capture was noted on the right atrial (ra). It was confirmed by x-ray that the lead had dislodged "into the bottom of the atrium". The lead was revised and remains in use. No patient complications have been reported as a result of this event.